Event description:
A healthcare professional reported that, during cataract with intraocular lens implantation surgery, the lens jammed and did not engage and there was some problem with haptic. There are six files associated with this report. This is 2 of 6.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).